Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened further investigation.

Event description:
It was reported that a pump alarmed there was a blockage in the cleo tubing, and the reporter stated white crystals were found blocking the cartridge and tubing connection. Per reporter, they changed the cartridge and tubing. The event occurred while in use with a patient. No patient harm/adverse event was reported.